Manufacturer narrative:
The reported 26mm, 3.5 mini acutrak 3® bone screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the 26mm, 3.5 mini acutrak 3® bone screw (part number 3052-35026) batch/lot number is unknown. However, the reported t8 cannulated stick fit hexalobe driver was returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The t8 cannulated stick fit hexalobe driver (part number 80-4155, batch number 596341) was examined visually under magnification. The driver was broken diagonally at the tip. There were signs of ductility, potentially indicating a fatigue fracture. The screw was not returned. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.

Event description:
It was reported during surgery that the surgeon drilled across the scaphoid fracture and at some point, met resistance. The hand torque broke the driver tip off in the screw. The broken tip was removed. The surgery was completed with a second driver after a 5-10-minute delay. No adverse patient consequences were reported. This report is related to report number 3025141-2025-00001 for the driver involved in this event.